Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported when the external pulse generator (epg) was powered up, an error code displayed. Another person attempted to power it up, and the same error message was observed. The battery case was removed and re-installed, and upon powering up, the error message cleared. Preventative maintenance was performed, and the epg was found to be in specification. It was explained this error message occurs when the keypad is touched during power up and that removing the battery compartment and re-installing will clear the error code unless there is another issue. The epg remains in use. There was no patient involvement.